Manufacturer narrative:
The cannula seal accessory has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci sleeve gastrectomy procedure, during insertion of an unspecified endowrist instrument, fragment from the cannula seal broke of and fell into the patient. Per the information provided, the broken fragment was retrieved from the patient.

Event description:
It was reported that during a da vinci sleeve gastrectomy procedure, the green trocar seal tore and fell into the patient. All pieces from the seal were retrieved from the patient. On 08/07/2015, intuitive surgical, inc. (Isi) obtained additional information regarding the reported event from the site's or nurse manager. According to the nurse manager, during insertion of an unspecified endowrist instrument, a small piece from the bottom of the green seal was observed to have fallen into the patient. The nurse manager indicated that the broken accessory piece was laparoscopically removed from the patient. The nurse manager indicated that there was no harm to the patient and the planned surgical procedure was successfully completed.